Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit less than 20 ohms shock impedance. The reviewing health care personnel could not initially locate the out-of-range data point, but then did locate the information with assistance. Further troubleshooting as to the reason for low shock impedance was to be done. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service . As new information would become available, this report will be further evaluated and updated.